Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
The following information was provided by the initial reporter: material: 305200. Batch#: 2172517. Verbatim: rcc received a complaint via email. Adverse event - endophthalmitis. Patient experienced an adverse event post injection. Lot 2172517. Additional information provided: there was no reported issue with the device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.